Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("they had removed the right tube because the implant was about to punch it,"), device breakage ("because the implant broke, the doctor managed to remove everything.") And pelvic pain ("the plaintiff was feeling pain non-stop, which prevented her from making any movement") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device difficult to remove ("when tried to remove the implant on the left side, it migrated to the uterus and, therefore, it was not possible to remove it"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced fallopian tube perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), pelvic pain (seriousness criterion hospitalisation), device expulsion ("when tried to remove the implant on the left side, it migrated to the uterus and, therefore, it was not possible to remove it"), headache ("she also had very bad headaches"), genital haemorrhage ("the bleeding she had"), abdominal pain ("abdominal pain/she was unable to walk, unable to bear the work"), uterine prolapse ("uterine prolapse") and uterine spasm ("contractions"). The patient was treated with surgery (right salpingectomy and hysteroctomy). At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved. The outcomes for fallopian tube perforation, device breakage, device expulsion, headache, uterine prolapse and uterine spasm were unknown. The reporter considered abdominal pain, device breakage, device expulsion, fallopian tube perforation, genital haemorrhage, headache, pelvic pain, uterine prolapse and uterine spasm to be related to essure administration. The following amendment was made: upon internal review this case has been found duplicate of case transferred from retained case (B)(4) so this case needs to deleted from argus database. All source documents, references, events & reporters are transferred from this case to retained case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("they had removed the right tube because the implant was about to punch it,"), device breakage ("because the implant broke, the doctor managed to remove everything.") And pelvic pain ("the plaintiff was feeling pain non-stop, which prevented her from making any movement") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device difficult to remove ("when tried to remove the implant on the left side, it migrated to the uterus and, therefore, it was not possible to remove it"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced fallopian tube perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), pelvic pain (seriousness criterion hospitalisation), device expulsion ("when tried to remove the implant on the left side, it migrated to the uterus and, therefore, it was not possible to remove it"), headache ("she also had very bad headaches"), genital haemorrhage ("the bleeding she had"), abdominal pain ("abdominal pain/she was unable to walk, unable to bear the work"), uterine prolapse ("uterine prolapse") and uterine spasm ("contractions"). The patient was treated with surgery (right salpingectomy and hysteroctomy). At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved. The outcomes for fallopian tube perforation, device breakage, device expulsion, headache, uterine prolapse and uterine spasm were unknown. The reporter considered abdominal pain, device breakage, device expulsion, fallopian tube perforation, genital haemorrhage, headache, pelvic pain, uterine prolapse and uterine spasm to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.